Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when resecting the lung tissue on a laparoscopic wedge resection, the surgeon was not able to press the green button. A new reload was used. There was no patient injury.